Manufacturer narrative:
The other adverse events questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was answered with limited information. Although, the patient was under anesthesia for approximately 45 minutes, they suffered from pain and wanted to stop the procedure. According to the implanting physician, the patient was a difficult patient and probably has a psychological problem. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they have a psychological problem (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported feeling pain despite being under anesthesia. Additionally, they were unstable. The procedure was aborted and the device was not implanted.